Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device in good condition and without external damage. A review of the event history log found a check clutch/plunger lever error and did not identify a motor rate error. Functional testing was unable to be performed due to missing barrel clamp head and two screws broken off in the rod. It was observed that the check clutch error was caused by releasing the clutch during an infusion by the user. Based on the evidence, the root cause was attributed to a user issue.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported.